Event description:
The pt reported "withdrawal" 10 days and 5 days prior to last two refills with residual volume close to zero. The pt reported that the hcp dismissed him; "he would not prescribed oral meds and thought I had a drug problem." Unable to confirm event with hcp of record. Will request updated contact info and will file a f/u report if add'l info becomes available.

Manufacturer narrative:
(B)(4).